Event description:
Device was being utilized for a dissection of the rca. The stent/balloon catheter was placed. The balloon was inflated to deploy the stent. The stent was deployed in the mid rca. The balloon catheter was removed and the guide catheter was pulled back. An injection was made and at that time a dissection was noted distal to the stent. It was thought the dissection occurred due to the stent deployment balloon.